Event description:
It was reported that during a lar, the stapler would not open after closing to be placed through trocar. The stapler made 1 successful firing and then the tech rinsed, wiped, and reloaded the stapler for 2nd firing. Surgeon closed stapler to place through trocar and then the device would not open when surgeon pressed release button on back of stapler. They got a new stapler to complete the procedure without patient harm.

Manufacturer narrative:
(B)(4). Date sent: 4/5/2024. D4: batch # 701a84. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one long60a device was returned with the handle slightly opened from the indicator to the nozzle and with a gst60b reload loaded on the device. The reload was received unfired. The device was tested for functionality in the articulated position with the returned reload and achieved its complete firing sequence without any difficulties noted during the functional testing, the device opened and closed as expected. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled to verify the condition of the internal components and no anomalies were noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. The damage on the frame, it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the instrument and opening the frame and shrouds. Device history review: a manufacturing record evaluation was performed for the finished device batch number 701a84, and no non-conformances were identified. Additional information was requested and the following was obtained: the device was not locked on tissue. Luckily, she closed jaws to insert through trocar and the device would not reopen. -troubleshooting: surgeon and tech both squeezed closing trigger while depressing the release button on back of stapler. The tech was eventually able to get the device to open.